Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient who underwent an implant procedure of an amulet device on (B)(6) 2021, returned to the emergency room five days post implant complaining of shortness of breath. A transthoracic echocardiogram was performed revealing a pericardial effusion. The pericardial effusion was drained and the patient was admitted for further monitoring. The patients health history includes atrial fibrillation (afib) and hypertension. It is unknown to the physician if the amulet device caused or contributed to the patients pericardial effusion as during the procedure and post procedure there was no indication of any patient consequences. The patient has been discharged home and is recovering. No additional information has been provided.

Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.